Event description:
It was reported during in clinic follow up that the pacemaker had a telemetry break during the cybersecurity upgrade process and went into inappropriate reset. The device was able to be successfully restored. The patient was stable and asymptomatic.